Event description:
A customer complaint was received that a screw on the patient's device detached at night while the patient was wearing the appliance. The screw could not be found. The patient may have swallowed the screw. The patient did not seek medical attention at an urgent care or emergency room. The patient was not injured.